Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turning knob was stuck, the set screw coupling could not be opened and closed, and the device could not hold or release the blades. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that in an equipment laboratory, it was observed that the saw blade device was not functioning properly on the oscillating saw attachment device. During in-house engineering evaluation, it was observed that the turning knob was stuck, the set screw coupling could not be opened and closed, and the device could not hold or release the blades. The event was not related to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.